Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed alarm as well as blank display. Customer¿s blood glucose was 182 mg/dl. Customer reported that they were unable to clear the alarm and able to complete rewind. Customer stated a temperature basal was not programmed before the alarm occurred. Customer stated the insulin pump was not stored or not in use for an extended period of time and alarm occurred shortly after inserting a new battery. Customer stated that the contacts on the battery cap was not missing or damaged. Customer states battery compartment and spring neither damaged nor corroded. Customer stated that the display did not return. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a21, a22 alarm and no blank display anomaly noted during test.